Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of e8 error message on the console was confirmed. (B)(4) evaluated the device finding that the cord of the unit was torn and produced an e8 error during testing. It was concluded that the damage was due to improper cleaning and handling of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(4) stating an "e8 error and a cut in the cord". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event was unknown. There was no additional information provided.